Event description:
It was reported that a 3.5 mm cortex screw broke during a hardware removal. The hardware removal was due to patient healing. The original procedure was performed on (B)(6) 2014. The plate and remaining five cortex screws were completely removed. The broken portion remains in the patient. This report is for an unknown 3.5 mm cortex screw this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 3.5mm cortex screw. Screw was not completely explanted, fragment remains implanted in patient¿s bone. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.